Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d). Was part of system revision, due to pocket infection. No additional adverse patient effects were reported. The crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited pocket infection. Additional information received which indicated that a red alert was noted for ventricular tachycardia mode set. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: describe event or problem; d6b: explant date.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited pocket infection. This device was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicated that a red alert was noted for ventricular tachycardia mode set.